Manufacturer narrative:
Event date (B)(6) 2018. Report date 25sep2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device displayed error codes spi bus. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 27sep2018. Date of manufacturer: 27sep2018. The manufacturer's field service engineer (fse) replaced the defective motor controller board to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed, back in service. As the part was not returned to failure investigation, the root cause cannot be determined.

Manufacturer narrative:
Date of report: 19dec2018. Date of manufacturer: 05dec2018. The motor controller (mc) printed circuit board assembly (pcba) was returned to the philips fi(failure investigation) lab for evaluation. The component failure u10 on the motor controller (mc) pcba created the error codes.